Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to unavailable product information, site cannot perform related manufacture review as well as product evaluation. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that while using 3 bd pen needle 32gx4mm the medication was unable to be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the client equipped a box of 14 pen needles in the hospital in march this year, but now he has used 9 needles, and 3 needles are blocked.